Event description:
PICC broke upon removal, tried to remove at bedside which was unsuccessful, embolized & had to be removed in surgery. Reported by quality mgt. Incident was report & occurred in 2002.